Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a communication issue. The technical support specialist dropped db in d drive and initiated full sync. The issue was resolved, and db size is reduced from 8.5gb to 2.6gb. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had an application crash. The customer stated that the application keeps crashing when he tries to remove any medications and mentioned that the application is very slow to response during login and when browsing thru the app. The issue occurred when the user is trying to issue medication to the patient. There were no adverse events or injuries reported based on this event.